Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was broken. Subsequently, the customer was unable to charge the pump with that usb cable. There was no reported impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.